Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 the surgeon was doing an intermedullary tibial nail using the tibia nail advance system. During the procedure placed one medial to lateral 5.0 locking screw in the distal static hole. While drilling with the 5.0mm drill bit through an appropriately placed trocar, and was hitting the nail with the drill bit. He toggled the drill bit around in a circular motion and was able to get the drill bit to pass through the nail. The procedure was successfully completed without any surgical delay. There was no patient consequences. This complain involves one device tibial nail-advanced / 9 330 / sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9: complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.